Event description:
Related manufacturer report number 3006705815-2019-02648. It was reported that the patient was experiencing uncomfortable stimulation in their legs and toes. X-rays confirmed that one of the leads had migrated caudally. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced. Postoperatively, the patient has effective therapy and the uncomfortable sensation has resolved. As it is unknown which lead had migrated, both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.